Manufacturer narrative:
(B)(4). It was reported that patient underwent egd, pictures, and biopsies on (B)(6) 2012 due to gastric polyps by previous egd, and probable gastric tumor. It was reported that patient underwent total colonoscopy, polypectomy snare x1, multiple biopsies, application of endoscopy clip after biopsy x1 (pictures) on (B)(6) 2011 due to recurrent colon polyps. It was reported that patient underwent egd, gastric ph, pictures, biopsies, for clo test, biopsies from distal esophagus on (B)(6) 2009 due to gastric polyps by previous workup, probable gastric cancer. It was reported that patient underwent esophagogastroduodenoscopy, gastric ph, pictures, biopsies, for clotest, polypectomy with polypectomy snare, and installation of topical thrombin on (B)(6) 2008 due to recurrent gastric polyps. It was reported that patient underwent egd, gastric ph, pictures, biopsies, for clotest for h pylori infection. Biopsies from esophagus, polypectomy of multiple gastric polyps on (B)(6) 2006 due to recurrent gastric polyps.

Manufacturer narrative:
(B)(4). It was reported that the patient had a gynecological procedure in order to treat stress urinary incontinence and mesh was implanted. It was reported that following insertion the patient experienced pain, infection, urinary leakage problems.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.